Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from septal to apical location. The lead was explanted and replaced. No additional adverse patient effects were reported.